Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources including a healthcare provider (hcp) and an hcp via a manufacturer's representative (rep) regarding a patient receiving lioresal (baclofen) at a concentration of 3500mcg/ml (unknown dosage) via an implantable infusion pump for intractable spasticity. The rep reported the patient had missed a refill appointment and the pump went empty (B)(6) 2025. The technical services agent reviewed considerations around the pump running empty, and reviewed that a prime bolus should not be programmed if they choose to fill the pump and monitor. Therapy was not intentionally discontinued, the pump was not explanted prior to the empty reservoir alarm occurrence, and no symptoms were reported at that time. It was also reported by a different hcp that the patient came to their facility on (B)(6) 2025 with symptoms including severe diaphoresis and they were questioning whether it could be baclofen withdrawal. The patient had also been worked up for possible sepsis. The hcp was requested a manufacturer's representative (rep) to come an check the pump. The hcp was transferred to the national answering service.

Event description:
Additional information was received from a company representative reporting that the patient was placed on oral baclofen. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.